Event description:
Per medwatch: 89 y/o with history of pacemaker dependency, arrested and required advanced cardiac life support. Defibrillator charged but did not discharge to pt. No pacemaker spikes on electrocardiogram strip.